Manufacturer narrative:
Ge healthcare performed a checkout of the unit and found it to operate within MFR's specifications. Simulator testing was also performed, and the unit operated as expected. It should be noted that ge healthcare was only provided the monitor and cable for testing. The probe used on the pt could not be located by the home healthcare agency or the family.

Event description:
Per report from distributor, pt was being monitored by the pulse oximeter in a homecare setting. Upon arrival at the hosp, the pulse oximeter reportedly indicated an oxygen saturation level lower than what the monitor indicated in the pt's home. It was reported that the pt subsequently died.